Manufacturer narrative:
H10: the key market reported that the device had a power issue, and that the device displayed the following error codes (1134, 1115, and 1104). During evaluation of the record, the customer responded that due to the high cost of the repair, and the age of the device, the customer did not accept the repair proposal, and requested to have the device returned without repair.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was "out of order." It was unknown how the issue was found. No patient or user harm reported. During follow up with the key market (km), the bench administrative officer reported that the device would not bring a fault report, and the device has not been diagnosed at the time of the response.